Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, it should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.

Event description:
Reportedly a 3.0x12 mm graftmaster was implanted to treat a 1 centimeter saccular aneurysm on the proximal portion of a tortuous renal artery branch via the right femoral artery; however, additional stenting and coil embolization were also used to successfully occlude the aneurysm because the graftmaster stent did not fully seal the aneurysm. As the stent was deployed, the branch with aneurysm became less tortuous and the neck of the aneurysm was exposed near the origin of this branch from the main renal artery. The graftmaster was reportedly difficult to maneuver in the tortuous vessels. Use of the graftmaster did not cause additional complications or adverse events or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stabilizer wire was then readvanced and a 3x18 non-abbott stent was advanced and deployed across the aneurysm overlapping the proximal end of the previously placed graftmaster stent and extending to the origin of the renal artery branch. Final angiography demonstrated excellent flow through the stents with occlusion of the aneurysm and preservation of flow to the lower pole of the kidney.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous report: patient placed under general endotracheal anesthesia and prepped and draped in the usual sterile fashion. The right femoral artery was then accessed using micropuncture technique and a 5f sheath. A non-abbott guiding catheter was advanced to the left renal artery and angiography performed, demonstrating a 1 cm saccular aneurysm on the proximal portion of a tortuous renal artery branch supplying lower pole of kidney. Using a supracore wire, exchange was made for a 7f sheath followed by advancement of a 6f ima guide catheter to the origin of the left renal artery. A non-abbott microcatheter was then used to superselectively catheterize the renal artery branch with a saccular aneurysm. Exchange was then made for a stabilizer guide wire followed by advancement of a 3x12 graftmaster stent which was deployed across the aneurysm. Repeat angiography demonstrated residual filling of the aneurysm past the distal end of the stent. A 3x15 non-abbott stent was then advanced and deployed across the aneurysm overlapping the distal end of the previously placed graftmaster stent. Repeat angiography demonstrated residual flow within the aneurysm near the proximal end of the previously placed graftmaster stent. The non-abbott catheter was then advanced and positioned within the aneurysm along the proximal end of the graftmaster stent. Coil embolization of the aneurysm was then performed using six 4x10 detachable coils. Repeat angiography demonstrated markedly reduced flow within the aneurysm.